Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality of the resistance between the snare loop and the plug of the handle. The subject device worked. There were no malfunctions on the subject device. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Therefore, the exact cause of the reported event could not be conclusively determined. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The target area was immersed in fluids like blood. The current density decreased. For example, since the amount of the tissue the user grabbed by snare was too much. Bad connection. For example, between the device and the cord. The instruction manual of the device has already warned as follows. Aspirate fluids (such as mucous) that adhere to the snare loop and body cavity tissues. If output is activated while these fluids are on the tissue, perforation, bleeding, mucous membrane damage and thermal injury of could occur. During the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop - immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as bleeding, perforation or mucus membrane damage. In addition, the snare loop may burn and become stuck to the tissue, unable to be removed. If the snare loop cannot be removed from the tissue, follow the instructions given below.

Event description:
During a polypectomy, the subject device was used. In the procedure, the user felt the capability of resection was lower and more bleeding than usual. The user judged that there was no need to do anything against the bleeding. There was no patient injury reported. No further information was provided.